Event description:
Reportedly the pt underwent an open bowel resection procedure. The pt was returned to the or 7 days later because the pt experienced wound dehiscense at the closure site. The pt was resutured without complication.